Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted without issues. A second mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported image resolution poor resulting in single leaflet device attachment (slda) per the account is due to procedural conditions associated with imaging for the second clip being difficult due to shadowing from the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.